Event description:
It was reported that during an anterior lumbar fusion with the use of the infix instrumentation, the surgical technologist was cut during an attempt to remove the large endplate form the guide. Additional info has been requested.

Manufacturer narrative:
Investigation is pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.